Event description:
The customer reported the jaws could not be re-opened during a total abdominal hysterectomy. The surgeon manually removed the instrument with no reported problems. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.